Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and patient was doing well postoperatively.

Manufacturer narrative:
Event date: exact date unknown, event occurred slowly over time from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer holding a charge. The patient underwent an ipg replacement procedure and patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132, sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was confirmed. The review of charging log confirms a low charge of current resulting in a low battery voltage which is a known factor that may contribute to charging difficulty. The data log confirmed that the user likely had difficulty properly aligning the charger and stimulator during charging. Therefore, the probable cause was unintended use of error which caused or contributed to the event.